Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that audio was not functional at the central station speaker. The device was in use monitoring patients. No adverse event to patient or user was reported.